Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer was failed. A field service engineer removed the failed drawer from the station chassis and inspected the rear components of the drawer. Additionally, the fse reset all cable connections and then reinstalled the previously failed drawer in the main station chassis. The fse reconnected the pixie bus cable and restarted the station. During startup, the fse logged into the hardware testing application and successfully completed the required diagnostic testing. After manually launching the medication application, the customer logged into the station and confirmed that the drawer 2.1 functioning as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.1failed to open.the user has tried every available troubleshooting method, but the issue persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.